Manufacturer narrative:
(B)(4). (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device history record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. However, a corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not communicated.

Event description:
It has been reported that during the operation, it was found that the packing is intact but the inner sterile packaging was with a small opening, the surgery was completed with another bone cement.

Event description:
It has been reported that during the operation, it was found that the packing is intact but the inner sterile packaging was with a small opening, the surgery was completed with another bone cement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4, e1, g1-2, g3, g4, h2, h4, h6, h10. The device will not be returned to the manufacturer. Therefore it will not be analyzed. Investigation results concluded that the reported event was likely due to manufacturing. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00247.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The documentary review showed that during manufacturing, two non-conformities were opened for issues on the sealing of inner pouches. However, non-conform products were scrapped and the rest of the products were controlled at 100%. Investigation results concluded that the reported event was likely due to product design. Corrective action has been initiated to address reported issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.